Event description:
The account stated that the bed exit is not working on the bed and a pt fell but was not injured.

Manufacturer narrative:
The technician found the bed exit alarm sound on the gci screen was turned off. He turned on the sound to allow the alarm to sound.